Event description:
Caller (rep) mentioned pt had a "dexcom" which was not working right today after the patient (pt) had been implanted with spinal cord stimulator (scs) trial. Post implant, the dexcom programmer had alert that said "brief sensor issue: don't move, temporary issue. Wait 3 hours." Alert was cleared by hcp on call and dexcom appeared to be working again, but the implication was that the dexcom error could have been caused by scs implant: rep said they turned off stimulation and then error cleared on dexcom and then rep turned therapy back on. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us.